Event description:
Patient reported there is a line on the display of the meter that doesn't allow her to see the data clearly. No adverse event reported. Requested alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.